Manufacturer narrative:
Intuvie received a report indicating that an infusion pump failed the 30psi occlusion test, the failure value is unknown. A review of the device's serial number history revealed no prior similar complaints. The failure mode was confirmed, and the cause was determined to be an out-of-calibration condition. The high psi was changed from 201psi to 191psi. Recalibration successfully resolved the issue. CAPA-zm2023-23 was initiated to investigate the root cause for this failure mode. Reference to complaint # (B)(4).

Event description:
Intuvie received a report indicating that an infusion pump failed the 30psi occlusion test, the failure value is unknown. No patient involvement was reported.